Manufacturer narrative:
Insulin pump alarmed button error and there was no button response due to corroded keypad traces. Time close advances and no frozen display noted. Cracks to the case, reservoir tube lip, battery tube threads and a scratched display noted during visual inspection.

Event description:
It was reported that the insulin pump alarmed battery out limit. The blood glucose reading is 71 mg/dl. No response from the buttons. Customer stated that the buttons did not begin to work in less than five minutes without a battery change. Customer stated that the insulin pump is still frozen with no advancement of time. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.